Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval, results & conclusion: other, lack of info (unk cause of endoleak).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a 5.4 cm thoracic aortic aneurysm in zone 3 approx 7 months ago. Aortic neck was in 27 mm diameter. It was reported that there was a type 1 endoleak seen at the 6 month f/u. An extension cuff was implanted on (B)(6) 2010. No additional clinical sequelae were reported.